Manufacturer narrative:
Corrected fields: b5, h6(health effect ¿ clinical & impact code).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump unit safety disk has an error. There was no patient involvement and no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp the unit and confirmed on screen message "due for replacement" the fse replaced the safety disk as it due, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump unit safety disk has an error.